Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Procedure: 4-level decompression and 2-level revision. It was reported that a t-handle was used with this mas screw-driver during a procedure on (B)(6) 2015. The surgeon was implanting a 9.5mm screw in the left side of l4 and needed more torque. The tip of the blade broke off. The fragments of the instrument remained inside the patient. The tip of the mas driver remained in the screw head and locked with a rod and set screw above it. There were no patient complications as a result of this event. Fragments were tried to be removed in a 30 minute additional surgery.

Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.